Event description:
Customer reported that the insulin pump was making a high pitched squealing sound and returned a motor error alarm. Customer reported that the motor error alarm occurred during basal. Customer also reported receiving an additional error alarm on the insulin pump. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed and the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm during our testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.